Event description:
It was reported that the pt experienced a loss of therapeutic effect (ongoing issues with vomiting) and was feeling pain at the pocket site. The pt had her entire system explanted and replaced on (B)(6) 2011. There were no issues during the procedure.

Manufacturer narrative:
(B)(4).